Manufacturer narrative:
Approximate age of device - 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that there were no external power alarms in the pump history. Review of the log file by the manufacturer's technical services representative showed the no external power event occurred on (B)(6) 2018. This may have been caused by the mpu power cord coming loose from the mpu or the wall outlet. There was no interruption to pump support during this event as the system controllers backup battery provided power during the event. No other unusual events were found in the log file.

Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the manufacture date is unknown. The report of no external power was confirmed based on evaluation of the submitted system controller log file. The log file captured multiple no external power alarms with corresponding low voltage alarms. The event occurred while the system was operating on an mpu and appeared to be due to a loss of power to the mpu. The pump was supported by the system controller's internal backup battery during the event and continued to operate at the set speed. The log file showed the system operating as intended. A specific root cause of the captured events could not be determined. However, the new v-lock ac power cord is available to prevent incidents of this type. Multiple requests for additional information were issued to the customer but no further information was provided. The device serial number was not provided; therefore, a review of the device history records could not performed. The patient remains ongoing on vad support and no further issues have been reported. No further information was provided. The manufacturer is closing its file on this event.